Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging a battery contact issue with her onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue with the meter started ¿about 15 days¿ prior to contacting lfs, when she noticed that the ¿battery contact has corrosion¿. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine in response to the alleged issue. She alleged, as a result of the problem with the meter, on (B)(6) 2015, she developed ¿high blood sugar, dizziness and headaches¿. She denied receiving any treatment for her symptoms. During troubleshooting, the cca noted that the meter was not being used for the first time. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. However, this complaint is being reported as a malfunction because the alleged issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 5/19/2015 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a contaminated battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.